Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, after the new device was hooked up, the patient went into asystole when the right ventricular (rv) lead had briefly stopped pacing as the physician was tugging on it. The lead was capped and replaced. No further patient complications have been reported as a result of this event.